Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during setup, they experienced difficulty in connecting the water adapter to the sx18 oxygenator water ports. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).